Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing causing device classified false detection of episodes. It was noted that the patient experienced possible diaphragmatic stim. The lead remains in use. No patient complications have been reported as a result of this event.